Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion and system error 345 (thermistor disparity). This occurred at power up in the medicine department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, 'downstream occlusion' and 'system error 345' was able to be reproduced. A review of the event history log revealed 'downstream occlusion' and 'system error 345' messages. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed force sensor and downstream tubing guide (for the downstream occlusion); failed ultrasonic sensor and force sensor (for the system error 345). The downstream sensor, downstream tubing guide, and ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.